Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had critical pump error. The customer¿s blood glucose was unknown. Customer was performed troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm or critical pump error (open book) noted. However, insulin pump received with a high sleep current measurement and active current measurement test due to moisture damage electronic assembly. Also received with moisture damage motor assembly noted.